Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2025, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft did not spin within the sleeve. The reamer was removed and the drive shaft was lubed again and reinserted in the angled reamer sleeve. The surgeon was able to complete the case but the reamer did not spin as it should. With the reamer not against bone it would stop spinning. There were visible grooves left on the drive shaft. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.